Event description:
This is report 2 of 3 for this peritonitis event. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized on the same day for the event. Treatment was not reported. Dianeal therapy was ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot number gd893560 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).